Event description:
The customer reported the device turns on and off by itself during flight. No pt harm.

Manufacturer narrative:
Result - other (we could not find any failure to perform to specification in our performance tests). Evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device for evaluation. Factory service could not duplicate any power failure on this device despite extended bench top and vibration table testing. However, the device log confirms that the device apparently power cycled twelve times during two days period in 2008. We could not determine why the device power cycled. The investigation is inconclusive.